Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a 3-lumen cvc. The catheter contained obvious signs of use and adhesive residue on the catheter body and extension lines. After the catheter failed functional testing (see below), the catheter body was microscopically examined. A small slit was found on the catheter body. The slit was marked in black marker, likely by the customer. The edges were smooth, which is consistent with damage being caused by contact with a sharp object (scissors, scalpel, etc.). The catheter body contained a small slit 11 mm from the juncture hub. The total length of the catheter body measured to be 170 mm which is within specifications. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped, and a water-filled lab inventory catheter was connected to each lumen. When the proximal lumen was flushed, the catheter leaked from a small slit near the juncture hub. The distal and medial lines did not contain any leaks. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow" the customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained one small slit near the juncture hub. The appearance of the slit was consistent with the catheter coming in contact with a sharp object. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a leakage in the catheter during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leakage in the catheter during use.